Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was reported that the device was removed and mepilex dressing was applied. A quality evaluation was performed on (B)(4) 2012. No return sample was received; therefore, the lot number could not be obtained. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous twelve months was performed and there are total of two complaints for this device. There is no indication of complaint trend based on this review. No non-conformance or capas relating to the primary reason for contact for this device in the non-conformance reporting system for the previous twelve months of case creation. Based on the investigation conducted, this complaint is not confirmed. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that a pt experienced an anal ulceration fissure; 0.5cm in length; to anterior perianal skin; external to anal verge; 2-3cm in length; extends from anal verge 2cm into anal canal; superficial; no induration or fluctuant areas after using device for nine days.